Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had false low alerts. Customer's blood glucose was 300 mg/dl and their sensor glucose read between 68 mg/dl and 69 mg/dl. The customer's sensor cannula was slightly bent upon removal of their sensor during troubleshooting. Customer also reported a low blood glucose of 45 mg/dl. Customer treated their low blood glucose with orange juice. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.